Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged bearings were found due to normal wear. Gear wheels repaired, bearing, coupling, and various small parts replaced.

Event description:
Customer reported that the bearing was damaged. During service technician found coupling defective, bearing extremely worn out, gear wheels worn out, set screw loose and elevated temperature testing results failing the temperature testing.